Manufacturer narrative:
Age is approximate. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt approx one year status post humeral nail implant procedure returned to surgeon for f/u on an unk date. Pt reportedly did not complain of pain or infection, x-rays on an unk date revealed a non-union of the humerus. Pt was returned to operating room on (B)(6) 2011 for explant of hardware and revision to a locking proximal humeral plate and screw construct to achieve fusion. This is 5 of 5 reports for this event.